Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her insulin pump malfunctioned. Customer stated that her insulin pump delivered 22 units of insulin that she did not programmed. Customer stated that she had high blood glucose now, but she is concern because she had all that active insulin in her body. Nothing further was reported.